Event description:
It was reported that during a stenting treatment procedure, a shaft break occurred. The target lesion was located in the mildly tortuous and moderately to severely calcified right coronary artery (rca). There was a previously implanted stent located in the proximal and distal vessel. The lesion was pre-dilated with an emerge balloon. A 2.5x12mm promus premiere was placed in the proximal vessel and a 2.5x12 promus premier was placed in the distal vessel. The 3.0x12mm promus premiere was advanced to the mid-lesion and the shaft broke during attempt to cross the lesion. The system was removed and the procedure was completed with another 3.0x12mm promus premiere stent. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination found that the hypotube was broken 225mm distal to the strain relief. It was also observed that the hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. It was also noted that the tip was slightly flared. This type of damage is consistent with meeting an obstruction during an attempt to cross a lesion. The stent was damaged at the proximal end. The struts on the most proximal row were raised and misaligned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a shaft break occurred. The target lesion was located in the mildly tortuous and moderately to severely calcified right coronary artery (rca). There was a previously implanted stent located in the proximal and distal vessel. The lesion was pre-dilated with an emerge balloon. A 2.5x12mm promus premiere was placed in the proximal vessel and a 2.5x12 promus premier was placed in the distal vessel. The 3.0x12mm promus premiere was advanced to the mid-lesion and the shaft broke during attempt to cross the lesion. The system was removed and the procedure was completed with another 3.0x12mm promus premiere stent. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4).